Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
On (B)(6) 2026, a patient underwent a convergent procedure via a subxiphoid approach with concomitant left atrial appendage management. The procedure was completed successfully. At some point postoperatively, the patient may have experienced a small stroke, presenting with upper and lower extremity weakness. The patient is showing improvement. There was no reported device malfunction, and the adverse event was the result of a procedural complication.